Event description:
A radiation physicist loaded a treatment plan. The plan came up on the screen overlaid onto a computed tomography that belonged to a different patient. The workstation screen displayed a warning message that the patient identification and the computed tomography did not match. The user cancelled the message and continued. When the user tried to generate digitally reconstructed radiographs (drrs) using the incorrect CT, the software would not generate the drrs and displayed another warning message. No patient injury occurred because the treatment could not be delivered. Although the user was prevented from treating the patient using an incorrect computed tomography, there is a possibility that a treatment could be delivered in other patient cases if several independent conditions are met and if the user ignores system generated warnings messages. Prior to this event, most devices were operating with a more recent version of the software in which this possibility of improper treatment cannot occur.